Event description:
It was reported that two days post implant, the patient presented with exit block and an underlying rhythm of 30 beats per minute. The output was programmed to 7.5 v which resulted in episodes of capture, but not all of the pacing spikes were successfully captured. The pulse generator was explanted and replaced.

Manufacturer narrative:
Na